Event description:
Note: this report pertains to one of two devices that were used during the same procedure. Please refer to manufacturer report # 3005099803-2011-03539, for the wallflex esophageal fully covered stent, and manufacturer report # 3005099803-2011-03537 for the resolution hemostasis clipping device. It was reported to boston scientific corporation that a wallflex esophageal fully covered stent and a resolution hemostasis clipping device were used during an esophagogastroduodenoscopy (egd) procedure performed on (B)(6) 2011. According to the complainant, after successful placement of the wallflex stent in the esophagus, a resolution clip was placed in order to prevent migration. Approximately (B)(6) later, however, the clip reportedly eroded the patient's esophagus and aorta. The patient subsequently bled out and died. Despite numerous attempts, boston scientific has been unable obtain additional information regarding the circumstances surrounding this event. Should additional relevant details become available a supplemental report will be submitted.

Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was in her (B)(6). The complainant was unable to report the lot number; therefore the manufacture date and expiration date are unknown. However the complainant stated that the device was used prior to the expiration date. The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.